Manufacturer narrative:
The cl electrode lot number was dfd with an expiration date of 18-nov-2025. The na electrode lot number was dbb with an expiration date of 23-dec-2025. The customer was also having qc issues. Calibration was last performed on 19-apr-2025 with acceptable results. The samples were spun down for 5 minutes at 5100 revolutions per minute (rpm). This spin time may be shorter than recommended, and the spin speed may be faster than recommended. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found that the vacuum was not vacuuming fully. The fse decontaminated the vacuum system and performed ise checks, calibration, qc, and precision. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for chloride electrode (cl) and sodium electrode (na) on a cobas pro ise analytical unit. Patient 1 initial na result was 162.9 mmol/l. The repeat result was 141.7 mmol/l. The initial cl result was 131.3 mmol/l. The repeat result was 112.7 mmol/l. Patient 2 initial na result was 158.6 mmol/l. The repeat result was 138.4 mmol/l. The initial cl result was 118.8 mmol/l. The repeat result was 102.1 mmol/l. Repeat testing was performed on a different cobas pro analyzer. The questionable results for patient 1 were not reported outside of the laboratory.